Event description:
It was reported the system control panel was not operating correctly. The fse noted the system displayed a key stuck error. This error may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.